Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged while still tethered to the delivery catheter. The helix on the lp was observed to be stretched. The lp was removed and failed to separate from the delivery catheter. A different lp and delivery catheter were used to complete the procedure. The patient was in stable condition.